Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(6)) was returned to zoll san jose for an in-depth investigation. The reported complaint of "the thermogard system (sn: (B)(6)) displayed a tcmid:05 (coolant diff failure) error message" was confirmed based on the event logs review and during functional testing. The root cause of the reported complaint was the defective cooling engine (ce) heater as a result of wear and tear. The thermogard console is a reusable device and was manufactured in june 2010 and is over 10 years old, well beyond its expected service life of 5 years. Visual inspection of the returned thermogard console was performed. The coldwell gasket was degraded and had turned yellow, and the prime switch cover was missing. The observed physical damages were unrelated to the reported complaint, and the root cause could be due to user mishandling and/or wear and tear. All the damaged and missing parts need to be replaced to address the issues. Furthermore, the insulation of the cooling heat exchanger was observed to be torn; this was done by zoll service team at the customer's site during the preliminary investigation. During the review of the event logs, multiple tcmid:05 error messages were observed; thus, confirming the reported complaint. Unable to perform functional test due to leaking glycol from the cooling engine (ce) heater of the thermogard console. Glycol can infiltrate the electronic components of the cooling engine; thereby, causing the system to display tcmid:05 error messages. Service was not performed, as the customer declined the repair and will be purchasing a new thermogard console. The thermogard console (sn: (B)(6)) will be returned to the customer un-repaired, clearly labeled as "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll field service personal performed preliminary investigation for thermogard xp ivtm system (sn: (B)(4)) at customer site. During investigation, the thermogard xp ivtm system failed initial functional testing due to leaking glycol from the cooling engine (ce) heater of the thermogard console. Further investigation needs to be performed at zoll (B)(4) facility to identify the root cause of the observed issue and the root cause of the reported complaint of tcmid:05 (coolant diff failure) error message. Zoll (B)(4) has not yet received the thermogard xp ivtm system (sn: (B)(4)) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During setup, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid:05 (coolant diff failure) error message. No patient involvement.